Event description:
Caller tested 3.5 inr, 2.3 inr, and 2.4 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Correction: after further discussion with the investigation group, it was determined that the inital finding of not being able to test was correct. The investigation group did not test the unused strip due to the storage with used strips was likely to contaminate it.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Correction: some used strips were returned, but 1 unused strip was also returned. Awaiting investigation results.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the customer returned used strips.